Manufacturer narrative:
(B)(4). Device evaluated by MFR.: there was blood and contrast in the inflation lumen. The hypotube was kinked 70 cm from hub. The inner shaft was separated at the guide wire exit notch. The separated inner shaft was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The outer shaft was stretched and the distal 10cm of the device (including the balloon) was buckled. The distal tip was damaged. The device presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention a shaft kink occurred. The 100% stenosed and calcified lesion was located at the moderately tortuous left anterior descending artery. The physician attempted to advance a 15mm x 2.50mm emerge balloon catheter to the lesion, but the shaft was bent during advancement. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good. However, the product analysis on the returned device revealed a separation of the inner shaft from the guide wire exit notch.